Manufacturer narrative:
The product information was not provided.

Event description:
A customer received a blood glucose reading on the contour next link that was 40mg/dl higher than a lab test. The specific readings were not provided. Depending on the actual readings the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product information was not provided. No product was sent to the customer.